Event description:
It was reported via jet2025 poster session msp-36 that restenosis and distal embolization occurred post-treatment with jetstream. The objective of this study was to evaluate the short-term outcomes of endovascular therapy (evt) using jetstream (most commonly jetstream xc) for femoral-popliteal artery (fpa) lesions with severe calcification. This study included 47 patients treated between may 2023 and october 2024 (total of 53 lesions were treated). The primary endpoints were the primary patency rates at 3 and 6 months, and restenosis was observed in 9.4 percent (5/53) of these cases. The primary patency rate at 3 months was 97 percent, and at 6 months, it was 94 percent. Distal embolization protection devices were used in 83 percent (44/53) of cases, and distal embolization occurred in 15 percent (8/53) of cases. Additional procedures, such as balloon angioplasty or thrombectomy, were required in these cases. Calcified nodules were confirmed in all 8 lesions where distal embolization occurred. The short-term clinical outcomes of jetstream at the hospital were favorable.

Manufacturer narrative:
Device specific upn/lot numbers were not reported; thus, other device specific information (UDI, manufacturing dates, etc.) Are not available.